Event description:
Daughter of this pt called for medical information and additionally reported that her mother underwent cardiac catheterization and unk stent implantation. Several months later the stent collapsed requiring hospitalization for repeat catheterization with an unspecified stent implantation. Additional information received indicated that the pt has had five stents implanted in the same vessel, and an unk number of cypher stents. Medical records have been requested form the hospital where the procedures took place.

Manufacturer narrative:
Please note that the device type, number involved and details regarding the procedures are pending. Additional information received will be submitted within 30 days upon receipt.